Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated. It was noted that the arctic sun device has been alerting 113 (reduced water temperature control). Patient temperature (pt) was 37.6c, targeted temperature (tt) was 37c, water temperature (wt) was 29c, flow rate (fr) was 2.9lpm, chiller temperature (t4) was (chiller) was 4.1c, mixing pump command (mpc) was 100 percentage. They need to stop therapy and send this device to biomed. They have no other devices available so an alternate means of cooling would need to be used for this patient. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has been alerting 113 (reduced water temperature control). Patient temperature (pt) was 37.6c, targeted temperature (tt) was 37c, water temperature (wt) was 29c, flow rate (fr) was 2.9lpm, chiller temperature (t4) was (chiller) was 4.1c, mixing pump command (mpc) was 100 percentage. They need to stop therapy and send this device to biomed. They have no other devices available so an alternate means of cooling would need to be used for this patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has been alerting 113 (reduced water temperature control). Patient temperature (pt) was 37.6c, targeted temperature (tt) was 37c, water temperature (wt) was 29c, flow rate (fr) was 2.9lpm, chiller temperature (t4) was (chiller) was 4.1c, mixing pump command (mpc) was 100 percentage. They need to stop therapy and send this device to biomed. They have no other devices available so an alternate means of cooling would need to be used for this patient.